Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in greece. There was a brown stain and it seemed a corrosive substance. There was leak from a location at the joint of the angulation control knob. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Since a leak has been confirmed during the inspection, it is considered that the water invaded into the scope may have corroded a metal part inside of the scope and corrosive substance may have adhered to the inside of the lens. The operation manual of the subject device has already warns following: be sure to perform the water leakage test to avoid the endoscope failure. Use of an endoscope with a leak may cause the malfunction as sudden disappearance of the endoscopic image or something wrong of the bending mechanism, etc.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found from the incoming inspection result of the subject device for the repair at olympus (B)(4) (oekg) that the inside of the light guide lens of the subject device had been discolored. There was no report of patient injury associated with this event.